Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were issues with mixing and/or transfer of contents to bags during use of an unspecified quantity of vial-mate adapters. This was observed post patient infusion with vancomycin 1 and 1.5 gm intravenous (IV) doses. The doses were prepared using normal saline (ns) 250 ml bags. There was a concern for leakage (backflow) from the bag back into the empty vial when the ns bag was hung during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6 h4: device manufacture date - the lot was manufactured between october 30 - november 7, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.